Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, and the implant and explant dates. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Infection is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further info from the reporter regarding the serial number, as well as the implant and explant dates, has been requested. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period of years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."

Event description:
Reported by the pt as: "I had a lap band placed and removed due to severe infection." F/u with the pt in progress.